Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Lack of osseointegration with connective tissue lining of the acetabular implant and slight cranial migration in z.n total endoprosthesis replacement on the right hip joint on 25.04.2014 with implantation of a titanium cup.